Event description:
Infection after 3 weeks of treatment, pt required hospitalization and antibiotics.

Manufacturer narrative:
The batch record of the involved lot was checked and confirmed that it was manufactured according to spec. Also a clinical eval was performed at the facility and there is nothing that indicates emdogain to cause the infection.